Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device are unknown. No information has been received to date.

Event description:
It was reported that during testing the air detector was coming off the device. No patient injury or involvement were reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal, the air detector was loose, and the downstream sensor was worn. Review of the event log found no evidence of the reported problem. Upon function testing, the reported problem was confirmed. The root cause is unknown. The air detector was reapplied with loctite to resolve the issue. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: updated.